Event description:
It was reported ventricular oversensing was noted while the old pacemaker was interrogated. The right atrial lead was previously turned off due to lack of sensing. The leads were capped and replaced during an elective device changeout procedure. The patient was stable before, during, and after surgery.